Manufacturer narrative:
Since the device remains implanted, the x-ray from the end of the manufacturing process was reviewed. Results: the reported observation cannot be confirmed through x-ray inspection. However, since the device was eventually implanted, no final conclusion can be drawn.

Event description:
This pacemaker replaced and existing pacemaker. During the replacement procedure, the distal pin of the ventricular lead did not protrude to the distal connector block until after mineral oil was applied and ventricular setscrew was loosened. The device remains implanted.